Manufacturer narrative:
This investigation is completed. Upon additional information this investigation will be updated.

Event description:
It was reported that this device entered safety mode, and thus was explanted and replaced. The device is being held by the hospital and will be returned at a later date. No adverse patient effects were reported.